Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a fall in their bathroom on (B)(6). After, their tremor symptoms increased and there was a burning sensation at the left retroauricular area. Diagnostic imaging was performed and it was found that there was an extension fracture. It was also stated that there was traumatic dysfunction of the neurostimulator. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3708660 ; serial# ((b)4), unknown which one) implanted: (B)(6) 2016; explanted: (B)(6) 2018. Product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the extension was explanted and replaced and (B)(6) 2018 and the issue was resolved without sequela. The event resulted in in-patient hospitalization.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37086, serial# : (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.